Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occured. A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 12atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.